Manufacturer narrative:
Suspect device #2 = plexur m, serial # (B)(4), model # 6100-020. (B)(6). (B)(4). The manufacturing records for the two subject lots of product were reviewed and indicated that the products were manufactured per procedure and met all required specifications. There have been no additional reports of this nature involving any other units from either of the two subject lots.

Event description:
It was reported that a patient had resorbable bone void filler implanted in a 'very large femoral defect' during an open reduction internal fixation procedure of the femur. Fifteen months post-op, it was reported that "the femur was not healing," and a revision procedure was performed, during which the graft material was explanted and the bone was re-plated. It was reported that the surgeon stated he did not feel the graft material was to blame for the non-union.